Manufacturer narrative:
G4:21dec2020 b4:(B)(6)2020 per biomedical engineer, the flow sensor was replaced to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported failure was not related to a reportable event. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
During clinical and therapeutic use of the v60 ventilator it was noted that the graphic user interface was displaying asterisks instead of tidal volume measurement. The patient was noted to have temporarily desaturated to approximately 84%. The patient was placed onto a high flow oxygen therapy system (cannula, device make and model unspecified) upon which their saturation of peripheral oxygenation (spo2) quickly returned to baseline. Based upon the information provided via medwatch report mw5098992, appropriate follow up reporting shall be conducted with relevant competent authorities to reflect the severe hypoxemia noted within the voluntary report. The device was evaluated in the biomedical shop, and the unit displayed co2 rebreathing alarm. The biomedical engineer indicated that there were also some physical damages on user interface which included the front bezel and a crack across the plate of the touchscreen, with no damage to the liquid crystal display (lcd). The customer took responsibility to repair the device. The repair was completed, and the old flow sensor which were replaced to resolve the reported issue was sent back to philips. The alleged malfunction was confirmed the cause of the reported issue was flow sensor failure. The root cause was identified to be the component u1 designator on the o2 or airflow sensor of the printed circuit board assembly (pcba).

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer reported that asterisk instead of number values as normal appeared on the ventilation screen. In the biomed shop the unit displays a co2 rebreathing alarm. The customer contacted product support and reported that did not have anything connected to the unit and had finger plugged. The customer advised once they took finger off, they got number values. The customer also asked about the mask port settings. The remote service engineer emailed the operators manual and service manual. The customer called back reporting the same issue while on a patient. Product support advised the customer to perform performance verification test (pvt) test 5,6,7 and replace the flow sensor if out of tolerance. Provided part ID for the flow sensor. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer reported that the vent was changed out with another unit. No information as to whether or not the patient had to be bagged.